Event description:
It was reported that during a procedure to implant a vena cava filter, the dr had difficulty deploying the filter. It was reported that two of the legs were stuck and it took approx an hour to finally deploy the filter. The filter had a slight tilt, but to what degree of tilt was not known. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated. One pusher wire inside a delivery sheath was received. There was no filter, storage tube or y-body returned with the sample. Upon initial inspection of the returned sample, the handle on the pusher wire appeared bent. The distal tip section between the distal pad and the split spline also appeared bent. The pusherwire was clean and intact. The pusher wire was measured and met specs. The sheath was inspected and there appeared to be pinch marks/slight kinks present. Resistance was met just proximal to the distal band, where the filter hooks went through the sheath just proximal of the distal marker band. There were scratch marks present inside the sheath near the holes in the sheath. The sheath was measured and was within spec. The result of the investigation was confirmed for difficult to deploy, root cause unk. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter . Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU (info for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.